Manufacturer narrative:
The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted to treat a hole in the esophagus during a procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the patient had been admitted to the hospital with a spontaneously perforated esophagus after severe vomiting. The physician operated on the patient that night to repair the esophagus and drain the leakage. The physician noted that post operatively the patient experienced an ongoing infection. On (B)(6) 2015 the physician felt that there was still evidence of an esophageal leak and therefore elected to implant the wallflex fully covered esophageal stent. The procedure was performed in the intensive care unit (ICU) without any complications. The physician confirmed on multiple chest x-rays that the stent appeared to be in a good position post procedure. On (B)(6) 2015 the physician noted that some blood was found in a drain on the left side of the patient's chest. On (B)(6) 2015 the patient had sudden hematemesis and the ICU was consulted. The patient became acutely unstable due to hypovolemic shock. The physician was called to examine the patient. They attempted to resuscitate the patient but he had passed away from a massive hemorrhage. An autopsy revealed that the stent had caused an erosion between the patient's aorta and esophagus. The erosion was located near the proximal end of the stent and was distinct from the area of the original perforation. In the physician's assessment, the cause of death was an aorta esophageal fistula. The physician confirmed that the stent and erosion were related to the patient's death.